Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of 460 mg/dl. Customer other relevant blood glucose value was 332 mg/dl. Customer also receive no delivery alarm also they tried all the remedies and did not want to troubleshoot. Customer stated that it was not an issue with the insulin pump but with the reservoir or the infusion set. The device will be returned for analysis.